Manufacturer narrative:
(B)(4). The device was returned for analysis to abbott vascular (av). The balloon was attempted to be inflated when a hole in the balloon was identified. The shaft was cut and identified a stretched outer member, which would have contributed to the reported difficulty deflating the balloon. Av reviewed the lot history record and there were no manufacturing nonconformities. Additionally, a review of the complaint history identified one similar incident from this lot. Further assessment, per site operating procedures, was performed and identified a potential product deficiency related to the manufacture of the device. The root cause of issue was determined to be material and corrective actions have been implemented. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the superficial femoral artery (sfa). A 5mm x 60mm x 135cm armada 35 balloon dilatation catheter (bdc) was unpackaged without difficulty, then prepped with air aspiration outside of patient anatomy and 50/50 contrast mix. The bdc was then advanced to the lesion without resistance. The armada 35 balloon was inflated once to nominal pressure, but the balloon would not deflate at all. The inflation device was swapped out then another deflation attempt was made, but the armada 35 balloon would still not deflate. The balloon was ultimately deflated (pierced) via transdermal puncture with a syringe and was then able to be withdrawn without difficulty. Another unspecified device was used to perform dilatation. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.